Event description:
It was reported that the patient went through a security gate and theft detector at a courthouse. The patient went through the security gate and then the wand was used. One hour after exposure, the patient experienced severe intermittent pain over the neurostimulator site for the next few days. The patient's device was turned on during the exposure. The pain went away on its own. The healthcare provider has no additional information.